Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmissions revealed that the patient's pacemaker had exhibited far r oversensing. No intervention or patient consequences were reported.